Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. Please reference related manufacturer report 2015691-2020-14991. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the ventricular injury could not be determined with the information available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), approximately 4 hours after implant of a 23mm sapien 3 valve in the aortic position using transfemoral approach, a ventricular injury occurred. The patient developed cardiac arrest suddenly. Echocardiography revealed a pericardial effusion. A thoracotomy was performed emergently during cardiac massage. When the chest was closed, st elevation was confirmed extensively, and coronary artery occlusion was suspected. Approximately 5 to 6 hours after implant of a 23mm sapien 3 valve in the aortic position using transfemoral approach, percutaneous coronary intervention (pci) for coronary artery occlusion was performed. The height of the left coronary artery (lca) was low (9.5mm). The height of the lcc was 11.2mm. Protection was not performed due to poor left coronary cusp (lcc) calcification. Balloon aortic valvuloplasty (bav) with 20 mm balloon was performed and examination revealed that the blood flow of lca were no problem at the same time. The 23 mm sapien 3 valve was deployed in 80:20 aortic/ventricular position with 1.0ml less contrast than nominal volume. Post valve deployment, the lcc seemed to be approaching lca ostium by transesophageal echocardiography (tee). The blood flow of lca was no problem by aortography (aog) and coronary angiography (cag). The patient left the operating room. However, it was reported that the percutaneous coronary intervention (pci) for coronary artery occlusion was performed 5 to 6 hours after the procedure.